Manufacturer narrative:
The complaint device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that there was a failure with the hahn tapered implant. The patient's bone quality is type ii and their oral hygiene is excellent. The patient does not have a relevant medical or dental history. On (B)(6) 2024, the patient presented for primary procedure on tooth # 15. During implant placement, the patient complained about pain and then the doctor un-torqued slightly. On (B)(6) 2024, the patient returned with pain and the implant with healing abutment in their hand. At that time, the provider determined there was failure to osseointegrate and explanted the device without replacing it. The patient's symptoms resolved after implant removal and the patient does not have a permanent injury.